Manufacturer narrative:
The manufacturer received the device for investigation on june 1, 2016. The investigation is pending. Surgical report and x-ray protocol (no x-rays) were provided for review. Additional information was received on june 17, 2016 and was added to the case: - revision date, - patient details, - revision side. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e fitmaore stems) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a revitan, distal part, curved, uncemented, 14/140 in 2004 on the right side. The exact date of implantation is unknown, the last day of the year 2004 was taken as implantation date. It was reported that the stem showed a loosening of the conical connection between the distal shaft and the proximal neck part. The patient underwent a revision surgery on (B)(6) 2013.

Manufacturer narrative:
The manufacturer did not receive devices for review but it was mentioned by complainant that they will be returned. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e fitmaore stems) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a revitan, distal part, curved, uncemented, 14/140 ten years ago (exact implantation date unknown). It was reported that the stem showed a loosening of the conical connection between the distal shaft and the proximal neck part. The prosthesis was changed as part of a revision (exact revision date unknown). Note: since the revision date is unknown, the field was left blank.

Manufacturer narrative:
Additional information was received on august 24, 2016. It was found that this case is a duplicate. This incident has already been reported in (B)(4), MFR report number 9613350-2015-00541. Therefore this case will be invalidated. (B)(4).

Event description:
Additional information was received on august 24, 2016. It was found that this case is a duplicate. This incident has already been reported in (B)(4), MFR report number 9613350-2015-00541. Therefore this case will be invalidated.